Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell four of four. The patient was connected at the time of the alarm. The patient stated that it was wet near the final solution bag. The technical service representative (tsr) assisted the patient to clear the alarm, and advised the patient to start over with all new supplies or to use continuous ambulatory peritoneal dialysis supplies to complete therapy. The patient stated that the prior to use, they noticed that the frangible on the extraneal bag was not as stiff as usual but it was unbroken. The patient inspected the bag thoroughly and did not notice any leaks or damage and felt comfortable using it. The patient stated that they could hear the tubing sputtering and it sounded like there was air being pulled in right before the system error 2240 alarmed. The patient stated that they did not see a hole in the cassette line or in the bag and could not identify where the sound was coming from. The patient stated that they inspected the connections and they were tight. The patient stated that the floor below where the final bag/final line was a bit damp, but they did not see any fluid leaking. The patient could not identify where the wetness came from, but indicated that the extraneal bag did not seem like it was leaking. The patient stated that the whole set up felt dry to the touch and they were unsure where the fluid had come from. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.